Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.63 on a male patient. There was no additional patient information available at the time of this report. Date: (B)(6) 2014. Time: instrument: ctni: sample: 2239, I-stat, 0.63, a. 2025, I-stat, 0.00, b. Date: (B)(6) 2014. 0507, roche, less than 0.03, c. There were no injuries reported with this event. The investigation is underway

Manufacturer narrative:
(B)(4). The investigation was completed on 10/10/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).